Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a knee hinge post insert was implanted to correct excessive hyperextension and dislocation.